Event description:
It was reported that the user experienced a low blood glucose reading of 84 mg/dl on continuous glucose monitoring, perceived symptoms in the 80s, consumed two english muffins, and glucose returned to target; the user requested review of target settings and a potential factory reset, and troubleshooting and education were completed with a trainer visit to be scheduled. Symptoms included feeling effects of low glucose without dizziness, loss of consciousness, or other acute complications. Outcomes included transient hypoglycemia managed with oral carbohydrates, no alerts or alarms reported, no medical intervention, and no hospitalization. Investigation included customer interview, review of reported glucose data, and assessment for device alarms, with no device performance issues identified. Investigation of this case revealed no malfunction or component failure and an unclear cause for the hypoglycemic episode. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.